Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 08-jul-2013, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen, 2000 mcg/ml concentration at 390.5 mcg/day dose via intrathecal drug delivery pump for intractable spasticity. It was reported that the catheter event had been confirmed. The catheter migrated. The catheter was pulled out of the intrathecal space and was rolled up. The issue was discovered during the pump replacement. Pump was being replaced due to nearing elective replacement indicator (eri). Patient had been having issues for a while, starting this past winter. Reported symptoms were increased spasticity and no withdrawal. Pump and catheter were replaced. No further complications were reported.